Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: one used device was received for evaluation. The visual inspection found the middle handle member had separated from the handle. The root cause of the observed condition was determined to be a result of the inner handle member missing adhesive. This issue has been brought to the attention of the appropriate manufacturing personnel and an action has been initiated in order to prevent this condition from recurring. Should we receive additional information, a supplemental will be filed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the handle came apart while repositioning the device to be placed on scope after extracting sample onto slide. The device was used on a patient. The patient was prepped for the procedure, the patient was under anesthesia, there was no perforation, stricture or bleeding and no injury to the user or patient. The patient is stable.